Event description:
It was reported that during device inspection at the manufacturing facility the fiber optic cable plug was burnt. It was reported that there was no associated procedure. No patient involvement, no adverse consequences, no delay, and no medical intervention were alleged with this event.

Manufacturer narrative:
During the device evaluation the fiber optic cable plug was found to be burnt. Heat generated by the fiber optic cable was identified as a probable cause of the reported burnt fiber optic cable plug.